Manufacturer narrative:
A voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event.  As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during a stent placement procedure via femoral access, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.